Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# unknown. Product type: programmer, patient. (B)(4).

Event description:
It was reported that stimulation was not able to be adjusted with the patient programmer. The reporter stated that the display showed the "call your doctor" icon and code 505. No further information was reported. Additional information has been requested but was not available as of the date of this report.